Event description:
A report was received stating that the endotracheal tube was delating at the cuff after an unk amount of time in situ. No incident related med sequela was reported.

Manufacturer narrative:
MFR completed the entire form. Device eval: the suspect device was returned for product eval. During functional testing, the cuff was observed losing pressure. Visual inspection found a cut int he inflation line, resulting in the loss of air pressure in the cuff. As no log info was provided, a review of the device history record could not be performed. The device eval was unable to determine who or what caused the cut in the tracheostomy tube inflation line.